Event description:
It was reported that an echo cardiogram was performed which revealed that the right ventricular lead had perforated the patient. An emergent pericardiocentesis procedure was scheduled. Upon opening the chest, it was discovered that the atrial lead was the lead that perforated the patient. The physician elected to replace both leads with epicardial replacements since the echo revealed the rv perforation. Both leads were successfully explanted and replaced. The patient was doing well post surgery.